Event description:
It was reported that on unknown, the insertion screwdriver pieces are bent causing them to not properly fit in the insertion handle. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves four (4) devices. This report is for (1) dhs/dcs coupling screw this report is 2 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the complaint device (dhs/dcs coupling screw) was returned for investigation. It was identified that the threaded tip of the device is bent. Assembling issues can be attributable to this condition, therefore, the complaint is confirmed. No other issues were identified. Functional test: a complete functional test could not be performed as the device was returned by itself without mating part. Dimensional inspection: the diameter of the threaded tip was measured. Investigation conclusion: the reported condition of the complaint device (dhs/dcs coupling screw) is confirmed as the threaded tip is bent. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - no ncr's were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.